Event description:
It was reported that more resistance than normal was noticed when preparing the preloaded intraocular lens (iol). Account indicated that they discovered a scratch on the optic under microscope. Therefore, the experienced surgeon put the system aside and did not used it. There was no patient contact with the device. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per regulation EU (B)(4)(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as there was no patient contact with the product. If explanted, give date: not applicable, as there was no patient contact with the product. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 28-dec-2022 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint handpiece was received inside of the original folding carton. No iol (intraocular lens) was received as part of this return. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The handpiece assembly was inspected and no issues that could contribute to or cause the complaint issues could be identified. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The complaint issue of difficult to use and cosmetic issue were not identified during the product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.